Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board, likely due to normal wear and tear. The autopulse platform was manufactured in 2013 and is and is almost 7 years old, past the expected service life of 5 years. Upon visual inspection, noticed damage on the front enclosure. The observed damage is unrelated to the reported complaint. The probable cause for the physical damage could be due to normal wear and tear or could be due to user mishandling. The front enclosure was replaced to address the physical damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data could not be downloaded and a review was not performed. The processor board was replaced to address the system error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Upon customer approval, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.